Manufacturer narrative:
(B)(4). The cause is undetermined. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable homechoice automated pd set with cassette was identified. As the homechoice automated pd set with cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who experienced a connection issue when a bag disconnected from the heater line while the patient was connected to the homechoice (hc) during their first fill cycle. The patient did not notice any defects with the supplies. The patient ended therapy and planned to start therapy over with new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.